Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 40 mg/dl and granola bars were consumed to address the bg level. The customer stated that the low bg was due to walking more than normal as she was on vacation. Tandem technical support advised the customer to discuss the event with a healthcare provider.